Event description:
It was reported that the device was used during a colon resection procedure. The surgeon fired the device, he heard a loud cracking noise. The surgeon continued the case by using suture to close the bowel opening. The pt is being monitored by infection control.